Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, recurrence, dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to dyspareunia.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to sui. It was reported that patient underwent vaginal cuff repair on (B)(6) 2013 due to cuff dehiscence. It was reported that patient underwent cystoscopy, bilateral retrogrades, right ureteral balloon dilation, ureteroscopy, and stent placement on (B)(6) 2014 due to right ureterolithiasis. It was reported that patient underwent cystoscopy, removal of right stent, right ureteroscopic laser lithotripsy, stone extraction and stent placement with retrograde pyelogram on (B)(6) 2014 due to right distal ureteral stone. No additional information was provided.